Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported the unit will not shut down. The field service engineer, fse confirmed the therapy knob was not functioning. There was no reported pt involvement.